Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found all intact as the device was in good condition. There was no evidence of the reported problem in the event history log. The reported problem was duplicated. The upstream occlusion sensor was inoperable. Functional testing found a defective upstream sensor that was unable to calibrate. For corrective action the upstream occlusion sensor was replaced, and the downstream sensor was repaired as preventative measure. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other text: b5: additional information was received on 29-aug-2022 via email and attached in the complaint object. All issues with this device were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2110.